Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. Part of a broken needle was returned with device. Under the microscope the needle was broken at the loading point and had no witness marks. No visual abnormalities were noted for the device. The instrument was loaded with a needle from the pmv inventory and applied to test media. No difficulty was experienced in loading, unloading, or toggling the needle for both instruments. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned product confirmed the product, as received, met quality release specifications. Product analysis suggests the product was used in a surgical procedure. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break.. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, the device failed to toggle during procedure. In addition, suture kept breaking. The customer(s) be notified of product analysis results, if available? (Customer response letter) yes.